Event description:
(B)(6) study. It was reported that complete heart block occurred. Prior to the index procedure, heparin or other anticoagulant was given and the subject was on a prior regimen of aspirin at the time of index procedure. The subject received loading dose of 325 mg of aspirin. A lotus introducer was placed and then a 25mm lotus edge valve was implanted successfully. There was correct positioning of a single prosthetic heart valve into the proper anatomical location. The same day as the index procedure, ECG revealed chronic right bundle branch block with stable qrs. Subsequent telemetry revealed the heart rate near 50/ min with probable complete heart block and mobitz type ii av block. The subject was also noted with systolic murmur and septal infarct. A permanent pacemaker was recommended due to complete heart block. One (1) day post index procedure, electrophysiology study revealed conduction disturbance. Temporary transvenous pacing (tcp) was performed and medication was given to treat the event. Upon removal the temporary pacing the subject had 3 seconds pause. The hospitalization was prolonged for the event. Four (4) days post index procedure, a new dual chamber permanent pacemaker was implanted successfully. The event was considered resolved. Five (5) days post index procedure, the subject was discharged on aspirin.

Event description:
Reprise IV study. It was reported that complete heart block and conduction system disturbance occurred. Prior to the index procedure, heparin or other anticoagulant was given and the subject was on a prior regimen of aspirin at the time of index procedure. The subject received loading dose of 325 mg of aspirin. A lotus introducer was placed and then a 25mm lotus edge valve was implanted successfully. There was correct positioning of a single prosthetic heart valve into the proper anatomical location. The same day as the index procedure, electrocardiogram (ECG) revealed chronic right bundle branch block with stable qrs. Subsequent telemetry revealed the heart rate near 50/ min with probable complete heart block and mobitz type ii av block. The subject was also noted with systolic murmur and septal infarct. A permanent pacemaker was recommended due to complete heart block. One (1) day post index procedure, electrophysiology study revealed conduction disturbance. Temporary transvenous pacing (tcp) was performed and medication was given to treat the event. Upon removal the temporary pacing the subject had 3 seconds pause. The hospitalization was prolonged for the event. Four (4) days post index procedure, a new dual chamber permanent pacemaker was implanted successfully. The event was considered resolved. Five (5) days post index procedure, the subject was discharged on aspirin. It was further reported that the post transaortic valve replacement ECG revealed complete heart block and not right bundle branch block. The event led to prolongation of hopitalization.